Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported failure. The stm tested the cs300 and observed dim display and artifact around numeric data on screen. The stm isolated the display failure to the color video receiver board and replaced it, which corrected the display failure. The stm also replaced expired safety disk. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) display was not functioning. It cannot be read. There was no patient involvement and no adverse event was reported.